Event description:
Routine complaint investigation when a consumer reported receiving imprecise sequential readings with a 5 minute time frame on the precision qid blood glucose meter. There was no report of death, serious injury or mistreatment associated with this event.